Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3. Not evaluated reason: device not returned.

Event description:
It was reported that during the load process, no insulin was noted to be exiting the end of the tubing during the fill tubing step. During troubleshooting with tandem technical support, it was noted that the luer lock connection was not screwed on correctly (crooked) and not delivering insulin sufficiently into the tubing. The customer was able to unscrew and reconnect at the luer lock connection, tighten the luer lock connection and then see insulin coming out of the tubing end. There was no impact to the customer's blood glucose level.